Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was not reported. On an unspecified date, the patient went to the hospital and treated with unspecified antibiotics for the event. At the time of this report, the patient outcome was not reported and action taken with pd therapy was unknown. The reporter declined to provide additional information.